Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient noticed his cgm values were low (specific value not provided) but he was asymptomatic. His sister gave him glucose tablets and food based upon the low cgm value. An hour later, the cgm value remained low but a bg was not performed. The patient was taken to the emergency department for evaluation. In the emergency department, the patient was treated with IV fluids with glucose, food and oral fluids for a confirmed low blood glucose value. The patient was release approximately nine hours later in stable condition. The cgm/bg values that were provided were cgm 251 mg/dl, bg 153 mg/dl; however, it was not confirmed when the values were taken. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.